Event description:
It was reported that when the catheter was placed no resistance was met. After the balloon was inflated a small amount of blood was observed around the meatus. The foley was removed after the procedure was completed. A small periurethral laceration was noted. A foley catheter was left in place for 2 days following the procedure to allow the injury to heal.

Manufacturer narrative:
The investigation is still in progress, once the investigation is complete a supplemental report will be filed.